Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of hospitalized high readings. The customer's blood glucose reading was unknown. The customer stated that she went to the hospital because she was feeling sick and had high readings. The customer stated that she had an upset stomach. The customer was released from the hospital with normal blood sugars.